Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
The defective gas blender system was returned to livanova deutschland for further investigation. During the evaluation the reported issue could be confirmed and reproduced. A defective co2 valve was identified as root cause of the reported malfunction. The valve was replaced to resolve the reported issue. The device was calibrated and subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.